Manufacturer narrative:
During device evaluation, the reported denting was confirmed; the insertion tube was severely crushed. Visual examination found the following additional issues: the bending section was leaking due to a cut; the distal end plastic cover had multiple dents; the forceps channel was leaking due to damage at this area; and the device label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the bronchovideoscope had a dent in the insertion tube due to a patient biting it while intubated. The device was returned to olympus for evaluation. During evaluation, there was loss of image when the light guide tube was manipulated. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Event description:
The costumer reported that the event occurred during an unknown diagnostic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to the charged coupled device-unit cable in the universal cord that was broken. The event can be prevented by following the instructions for use which state: important information ¿ please read before use warnings and cautions: caution ·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning. ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system inspection of the endoscopic image 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.